Event description:
It was reported that the ventilator did not start after accidental impact with the MRI machine. There was no patient harm. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Main fuses were broken due to impact with MRI, and were replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Except main fuses, no external or internal damage was found on the ventilator. According to information provided by fse as the device has been out of production there is no signed/valid mr-agreement for the reported device. It was confirmed that the safety line and distance signal has not been present at the correct distance from the MRI scanner. Customer took action to request the hospital to carry out the installation work on the line that defines the device's field of use. There is a risk of patient injury when the ventilator is attracted to the mr scanner. In this case patient was not connected to the device during the incident. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.